Event description:
The following has been reported: biomed reported: "service needed". Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.